Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Customer complains of lo results. Customer states he is feels well and does not require medical attention. The customer's expected blood results are 170-190mg/dl fasting. Verified the strips expire 09/30/2017. Customer confirms the strips were first opened (B)(6) 2015 and have been stored properly. Customer performed back to back blood test lo and lo not fasting. Reviewed meter memory: (B)(6). Customers concern: with all the results collected on the meter memory. No adverse event reported.